Manufacturer narrative:
The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Imaging was provided and revealed the distal tip is torn radially (along the distal edge of the liner), torn distal tip piece is separated, and there is stretching noted along the radial tear. Per the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. In this case, the complaints of system components separate during use, sheath distal tip torn, and difficulty advancing through sheath were confirmed based on the evaluation of the provided imagery. Available information suggests improper tip expansion likely contributed to the event as it was reported, ''mld: 6mm without calcification or tortuosity.'' The failure mode is characteristic of sheath tip tear events related to the tip scoring process. Previous investigation indicates that the tear is attributed to improper tip expansion, resulting in interference between the valve and sheath tip. In addition, high push forces likely contributed to the event as resistance was experienced. High push forces applied to overcome resistance during system advancement can contribute to tip tearing and subject it towards separation. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
As reported by an edwards lifesciences japan affiliate, during a transcarotid tavr (transcatheter aortic valve replacement) procedure with a 23mm sapien 3 ultra resilia valve in the native aortic position, there was resistance while advancing the valve as it approached the tip of the 14fr esheath+. The valve then became stuck. In response, the esheath+ was pulled back and the 23mm commander delivery system pushed forward, which was noted to require force. It was then that the valve popped out from the tip of the esheath+. The procedure was completed without further complications and the valve successfully implanted. Upon its withdrawal, the tip of the esheath+ was noted to be damaged. Device imagery was provided which confirmed the reported esheath+ tip damage was a torn distal tip that was nearly detached from the device.